Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Endotension. Additional devices related to this event include: pxt261416/(B) (4), pxc201000/(B) (4). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B) (6), 2003, the patient was implanted with gore excluder bifurcated endoprostheses for treatment of an abdominal aortic aneurysm. The patient tolerated the procedure. On (B) (6), 2010, the physician returned the medical device tracking form to gore with a notation that the patient has endotension. Further investigation with the physician reveals that the patient has had endotension all along and the aneurysm never decreased in size. The aneurysm has increased in size. There is no reintervention planned or scheduled.